Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant product: 407645 lead, implanted (B)(6) 2005. (B)(4).

Manufacturer narrative:
This device was included in a field action, but returned product testing found the device did perform as described in the field action. Product event summary: the full lead was returned in segments. The distal conductor of the lead was extrinsically over-rotated. The proximal conductor of the lead developed a fracture due to flexing while in vivo, (B)(4)

Event description:
It was reported that the right ventricular (rv) lead measured high impedance and high threshold due to a possible fracture. During the revision procedure, the helix mechanism could not be retracted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.